Event description:
It was reported to covidien that there are segments missing in the middle portion of the display. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Verified missing segments in display. Replaced display pcb.